Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. There was a "notice: draining slowly" message and a drain complication encountered. The pd patient experienced an overfill that occurred in drain 1 of 3. The patient reported that the treatment information showed there was an overfill associated with pd treatment. The overfill event was indicated due to drain 1 being 3394 ml, which is 189% of the 1800ml fill volume. Technical services said patient drained 139ml of 1797ml during previous treatment prior to re-setup. After re-setup, patient was only able to drain 146ml of 1798ml prior to the cycler moving on to the fill 1 causing overfill to occur. In a follow up, the patient's pd nurse verified the overfill event for the patient and said there was no harm, intervention or adverse event associated with the overfill. The patient is currently doing manual treatments while waiting for a new cycler. The cycler is available to return as a sample.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. There was a "notice: draining slowly" message and a drain complication encountered. The pd patient experienced an overfill that occurred in drain 1 of 3. The patient reported that the treatment information showed there was an overfill associated with pd treatment. The overfill event was indicated due to drain 1 being 3394 ml, which is 189% of the 1800ml fill volume. Technical services said patient drained 139ml of 1797ml during previous treatment prior to re-setup. After re-setup, patient was only able to drain 146ml of 1798ml prior to the cycler moving on to the fill 1 causing overfill to occur. In a follow up, the patient's pd nurse verified the overfill event for the patient and said there was no harm, intervention or adverse event associated with the overfill. The patient is currently doing manual treatments while waiting for a new cycler. The cycler is available to return as a sample.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.